Event description:
Previously reported suspected j retention wire fracture without protrusion through the polyurethane insulation. The lead was explanted, paperwork indicates no j wire fracture, "only a bend." Explant method: intravascular, superior. Technique/tools: direct traction intravascular counter traction. No complications.